Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patients blood vessel became damaged due to strong pull. As a report, re-construction vessel surgery was performed. No further information was provided.